Manufacturer narrative:
Device eval: no device is expected to be returned for eval. Implant date was an estimate, exact day of implantation in (B)(6) 2011 was not provided. Since the lot number was not provided, the device history record and complaint database search could not be performed. A f/u report will be submitted if add'l info becomes available.

Event description:
The user reported that the catheter luer disconnected from the catheter. The device was repaired. The pt presented with peritonitis and was treated successfully with antibiotics. The nurse indicated the pt is not complaint in proper care of catheter. No lot number has been provided. Date of event is an estimate, exact day in (B)(6) was not provided. No harm or injury was reported.